Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.5 x 20 mm trek balloon catheter was used; however, the device broke (separated) inside the patient. No additional information was provided.

Event description:
Subsequent to the supplemental report, additional information was received stating that it is possible that the balloon was removed partially inflated. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance, difficulty to remove and deflation issue were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the dilatation catheter during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.h6: patient code 2687 was removed and replaced with code 2199 b1 correction: adverse event removed h1: type of reportable event changed from serious injury to malfunction

Event description:
Subsequent to the initial report, additional information was received. The device met resistance with the guiding catheter during advancement and during removal. The device then separated into two separate pieces and was removed with the guiding catheter as a single unit. Another guiding catheter and unspecified device were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.